Event description:
During a generator change out, when the physician was removing this lead from the chronic device, the insulation got damaged and the lead destroyed. The physician capped this lead and replaced it. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.